Event description:
Terumo received the following reported information: the tip of the catheter broke inside the patient at the moment of coil deployment. This occurred twice once when using a nester coil and once with a concerto coil. This issue prevented the coil from being deployed. We had to remove the catheter and restart the procedure with a new microcatheter.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: initial reporter name: unknown. E3: occupation: other doctor. G4: 510k: n/a. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3009500972-2026-00007. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.